Manufacturer narrative:
During device evaluation at olympus, it was found that the air/water channel was clogged and unable to be cleaned. There was no water flow due to the issue. Evaluation also found six full consecutive broken elements, a shadow on the echo line due to physical stress, and the control knobs had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported the water channel of the gastrovideoscope was blocked. The event was found at reprocessing. The medivator automatic endoscope reprocessor (aer) stated the water channel was blocked. The customer noted that some times the scope would pass, but then fail the next time reprocessing was attempted. The scope was placed in another bay and reprocessing worked, but now its failing. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely due to reprocessing not being performed in accordance with the instruction manual, which may have caused foreign substances to remain. The issue may be prevented by following the instructions for use sections below: chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Reprocessing survey info: is pre-cleaning being performed immediately after a procedure? Please describe how the pre-cleaning is performed or please state the steps taken during the precleaning. - precleaning is done immediately after the procedure. We follow the olympus guideline steps for cleaning. Our cleaning kits are from diversetek. What cleaning solutions used with the endoscope? Please state manufacturer and model. - tergol 800 detergent. How often is the minimum effective concentration being checked? ¿ n/a. Is the endoscope being leak tested prior to manual cleaning? - yes. If so, please provide the model and manufacturer of the leak tester. - leak tester is scope buddy eca-100g. Is the endoscope channel being brushed during manual cleaning? - yes. If so, please specify if the brush is a single use brush or reusable? - brush is single use. Please provide the model and manufacturer for the brush. - olympus bw-412t and bw-400l. What type of aer is being used to reprocess the endoscope? Please specify model, manufacturer, serial # - advantage plus medivator sn-(B)(6). Have there been any problems noted with the aer? Yes. When was the last pm for the aer? - february. What disinfectant solutions used with the endoscope? Please state manufacturer and model. - rapicide a and b. How often is the minimum effective concentration being checked? - end of each cycle please provide the date of your last reprocessing in-service conducted by an olympus endoscopy support specialist. - november. Has there been any change in the facilities reprocessing personnel since the last on-site visit by an olympus ess? - no. Are all reprocessing personnel trained on how to properly reprocess an endoscope? - yes. 15. How or where is the endoscope being stored after reprocessing? - hanging enclosed closet. Olympus will continue to monitor field performance for this device.